Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. Per the instructions for use (IFU), hypotension and cardiogenic shock are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Patients undergoing the tvr procedure can be non-operative or high risk, have complex medical histories and have multiple co-morbidities. Patient risk factors for hypotension include low ejection fraction, coronary artery disease, congestive heart failure, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate the distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass, insertion of intra-aortic balloon pump, and/or conversion to open surgery is required. Periods of prolonged hypotension can result in cardiogenic shock. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure'specific training manuals, and proctored procedures. As a precaution, the training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event could not be determined, but investigation results suggest that factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Event description:
As reported through the japanese tavi registry reporting system, the patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve. When performing balloon aortic valvuloplasty (bav) before valve deployment, blood pressure (bp) dropped temporarily. Condition did not improve due to severe co-morbidities, and the patient went into cardiopulmonary arrest (cpa). Cardiopulmonary resuscitation (CPR) was performed, percutaneous cardiopulmonary support (pcps) was introduced, and blood transfusion was performed. After that, valve deployment was performed, and hemodynamics improved. Thus, the pcps was removed during the procedure. On postoperative day (pod) 8, the patient recovered. Per follow-up, the reason of blood transfusion is unknown. Cardiac injury caused by the bav was not observed in echocardiography. The cause of the reported event could not be confirmed in echocardiography. The doctor commented that the root cause was unknown, but it was considered that acute aortic regurgitation would have occurred. It was also considered that this event might have caused by performing 20mm bav since this case was a borderline case between 20 and 23mm.

Manufacturer narrative:
Investigation is ongoing.